Event description:
In late september 2004, the pt fell off of her bicycle and hit her head on the implante site. One week later she was no longer able to hear with the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to specification. Explantation/reimplantation surgery was recommended.